Event description:
It was reported that the device did not detect the cassette. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a faulty latch lock flex sensor during latch/lock testing. The cause of the customer reported problem was the faulty latch lock flex sensor. The pump was in good condition, no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor.